Manufacturer narrative:
In the initial report submitted, in error the device was referred to as a preloaded intraocular lens (iol). This supplemental report is to correct this mistake. This is not a preloaded iol. This is a stand-alone iol. (B)(4).

Manufacturer narrative:
The product was returned. Haptic and optic damage was observed. The damage appears to be caused by a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Lens damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported a preloaded intraocular lens (iol) was warped. There was no patient contact. Additional information was requested.